Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a shock impedance measurement of less than 30 ohms during a system check following a magnetic resonance imaging (MRI) scan. Technical services discussed sending in device data for evaluation of the impedance trends and it was noted the shock impedance measurement during the implant defibrillation threshold (dft) test was 50 ohms. X-rays could be performed to evaluate current system placement compared to at implant. They could also check with the patient about any significant weight loss or gain. The local sales representative later reported that the physician planned to schedule the patient for x-rays and an in-clinic device follow up. Technical services reviewed the new x-rays and confirmed the close proximity of the shocking coil and device case was likely the reason for the low, out-of-range shock impedance values. A review of the impedance trends found a gradual decrease in impedance measurements from in the 50 ohms range at implant to the 20 ohms range currently. The low impedance would not cause a short or damage the pulse generator. The sales representative reported the patient had been in an accident resulting in a broken neck and was seen frequently for mris but was not attending device follow ups. A new remote monitor was provided. Technical services recommended the sales representative inform the physician that successful defibrillation therapy could not be guaranteed due to the current system placement, and new defibrillation threshold (dft) testing might be necessary to confirm the system can rescue the patient if therapy is needed. No adverse patient effects were reported. At this time, the device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.